Event description:
The patient used the suspect device to check their blood glucose and obtained a result of lo. Patient did not have hypoglycemic symptoms. Patient performed repeat tests and still continued to get lo results. Patient treated themselves with glucose tablets. Patient eventually called the paramedics and they check patient's glucose at 78mg/dl. Patient received an IV. Patient also had been ill with the flu and thought it may have masked hypoglycemia. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.